Event description:
During arthroscopic meniscal repair, two fast-fix implants experienced suture breakage. Two implants remained in the pt. Procedure was completed using additional fast-fix devices with minimal delay. No pt injury or procedural complications resulted.